Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 after a successful trial phase to treat lower back pain. In (B)(6) 2024 the patient requested to have the implantable pulse generator (ipg) repositioned due to interference with clothing. On (B)(6) 2024 a surgical revision was performed to move the existing ipg to a more inferior position per the patient's request. During the procedure the physician also placed two new leads in a more medial position to capture a slightly different pain area, also per the patient's request.

Manufacturer narrative:
There are no indications that any of the nalu components failed or malfunctioned. The permanent system was placed after a successful trial phase and the implanted components were intended to mimic the trial components. The surgical revision was performed at the patient request in order to move the system to a more comfortable position for the patient's every day activities.